Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that patient called because she was having a lot of pain and swelling a few days after the procedure at tooth location 15. Was seen at the office the next day and as soon as the doctor applied the local anesthetic injection, the area immediately began to ooze puss from the injection site. A sinus lift on implant was done. On (B)(6) 2021 patient came in for emergency removal of implant and drainage of infection in the sinus cavity where the implant and bone grafting was done. A biopsy of the site was sent to pathology lab for analysis. Follow up as needed to monitor healing. Procedure was not completed using other implant. Symptoms as a result of the event: abscess, infection, inflammation, puss, swelling & pain.